Manufacturer narrative:
As reported, after deployment of a 7 fr. Exoseal vascular closure device (vcd) in the right groin access site, after hemostasis was obtained, a diminished pulse was noted below the knee of the patient. Intravascular plug deployment was suspected. A contralateral approach was made at the left inguinal region to see the right superficial femoral artery (sfa), but before that, a stenosis was found at the level of the left external iliac artery. A stent was placed to treat the left external iliac artery. Then, angiography at the right sfa was conducted from the left side. A foreign object was found in the right common femoral artery and it made the blood flow poorly. It was suspected that the dislodged exoseal plug was inside the artery. The removal of the plug was attempted by snare but it was unsuccessful. Finally, the right inguinal region was cut down and the dislodged plug was safely removed. The physician had many experiences with the exoseal device and used the exoseal according to procedure. The cause of the issue may be due to the stenosis at the common femoral artery. The target lesion for the procedure was the right superficial femoral artery (rsfa). The lesion was reported to be: a 95% stenosis, and moderately calcified. An ipsilateral was made from the right inguinal region. Additional information received on a further date indicated that it was not known if the patient was symptomatic as a result of the reported product issue/diminished pulse below the knee. It was not known if the approach for the procedure was antegrade or retrograde. The physician was certified for use of the device. The exoseal was prepped according to the instructions for use (IFU). The vcd showed no visible signs of damage prior to use. A non-cordis sheath was used for the procedure. No information was known in regards to the femoral artery¿s suitability including the insertion angle (30-45 degrees) of the vascular sheath introducer. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No additional information was provided. The product was not returned for analysis. Review of lot 17133448 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, procedural factors, such as stenosis of the common femoral artery, may have contributed to the reported event. According the product IFU, users are cautioned to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 7 fr. Exoseal vascular closure device (vcd) in the right groin access site, after hemostasis was obtained, a diminished pulse was noted below the knee of the patient. Intravascular plug deployment was supected. A contralateral approach was made at the left inguinal region to see the right superficial femoral artery (sfa), but before that, a stenosis was found at the level of the left external iliac artery. A stent was placed to treat the left external iliac artery. Then, angiography at the right sfa was conducted from the left side. A foreign object was found in the right common femoral artery and it made the blood flow poor. It was suspected that the dislodged exoseal plug was inside the artery. The removal of the plug was attempted by snare but it was unsuccessful. Finally the right inguinal region was cut down and the dislodged plug was safely removed. The physician had many experiences with the exoseal device and used the exoseal according to procedure. The cause of the issue may be due to the stenosis at the common femoral artery. The target lesion for the procedure was the right superficial femoral artery (rsfa). The lesion was reported to be: a 95% stenosis, and moderately calcified. An ipsilateral was made from the right inguinal region. Multiple attempts to obtain additional information were unsuccessful.